Event description:
The customer reported an arcing sound during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage tank and snubber boards. System operates as intended. (B)(4).